Event description:
The hospital perfusionist reported an issue encountered with the mps console. It was reported that the console displayed an error code while the patient was on bypass. The report stated multiple power-ups were attempted but the error code still displayed. The console was removed from service and another was used to complete the procedure. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint condition was confirmed. There was a short in the motor driver board, with damage to the pin. Once it was replaced, the console functioned per specification. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.